Manufacturer narrative:
Concomitant medical products: r7700e27l mechanical valve, implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that later in the day of the implant, during defibrillation testing, ventricular fibrillation (vf) was induced with a t-shock. The vf was detected but failed to terminate with both a 30 joule shock and subsequent 35 joule shock. External defibrillation was attempted and also unsuccessful. Resuscitation was initiated by the attending staff and the patient was eventually placed on extracorporeal membrane oxygenation (ECMO) and was monitored. The device was subsequently explanted and replaced approximately three weeks later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.